Manufacturer narrative:
H10: per information obtained from the customer, reprocessing was not conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the c-cover could not be identified. However, it¿s likely the cause is related to physical damage to the device and reprocessing deviations from the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an expansion malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign objects were connected to the plastic distal end cover and suction connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; adhesive on bending section cover had a crack; adhesive on bending section cover had a white-clouded area; due to clogging of nozzle, air supply volume and water supply volume did not meet the standard value; adhesive around objective lens, adhesive around light guide lens, plastic distal end cover, switch 1, switch 4, protector of universal cord on suction connector side, and objective lens all had a scratch; and the connecting tube had discoloration. As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, the foreign material was thought to be blood, there was delay in the start of precleaning, there were no abnormalities in the accessories used for reprocessing, and the customer did wipe/brush the distal end with clean lint free clothes, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6) hospital (added due to character limitation in respective field).